Event description:
It was reported that the transport ring on the 6800 system was broken. There was no report of patient or operator injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified need to replace the shoulder screws. Screws replaced. The system was found to be working as intended and placed back into service.